Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up CT imaging identified a distal type I endoleak on the contralateral leg component (pxl161207) with no evidence of aneurysm enlargement. It was reported the cause of the endoleak is unknown. On the same day, an intervention was performed to repair the endoleak whereby a contralateral leg component was implanted for distal extension from the contralateral leg component (pxl161207). Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Corrected implant date.